Event description:
A malfunction code was displayed and reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support to reset the pump, which resolved the issue, allowing the customer to continue using the pump without further recurrence of the malfunction code. The customer was advised to call back if the issue reoccurred.